Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent moved on the balloon and stent damage occurred. When the package of the 4.0x20mm liberte bare stent was opened, it was observed that there was an open loop on the stent and the stent had moved on the balloon. The procedure was completed with another 4.0x20mm liberte bare stent. No complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent moved on the balloon and stent damage occurred. When the package of the 4.0x20mm liberte bare stent was opened it was observed that there was an open loop on the stent and the stent had moved on the balloon. The procedure was completed with another 4.0x20mm liberte bare stent. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the crimped stent was positioned distally on the balloon. As a result the proximal edge of the stent was positioned at 2mm distal to the distal edge of the proximal markerband. An examination of the crimped stent found that the stent was damaged at its distal end. A distal edge stent strut was pulled distally towards the tip of this device. No other damage was visible along the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).